Event description:
It was reported that (1) 511o was used during an unknown procedure. It was reported by the rep that there was a large tear in the 511o seal. Replaced with a new trocar and the case was completed. There was no consequence to the pt.